Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 10-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 600.39088 mcg/day), bupivacaine (20 mg at 6.00391 mg/day) and hydromorphone (5.9 mg at 1.77115 mg/day) via an implantable pump for non-malignant pain. It was reported that following the last fill the patient's legs became very numb after release one which lasted for 4-5 days. A catheter revision was performed; the spinal catheter was dislodged and coiled in the subcutaneous tissue.